Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of fracture (select all that apply) :compression fracture it was reported that the patient visited with preoperative diagnosis of metastatic bone tumor.intra-op, during filling the cement, one side was filled without problem. But it was found that the cement leaked into the spinal canal while filling the collateral side during the image confirmation. Filling was stopped immediately. The procedure was performed in accordance with surgical technique. No patient symptoms or complications as a result of this event.